Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, synovitis, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was retained. Depuy cement was used during the primary operation. The surgeon removed attune femoral component, tibial insert and tibial base plate. The femur was well fixed and took some work to get off. The insert had no issues with removal. The base plate took minimal work to be removed. The femur had cement all around the posterior surface with very little to no bone removed. The tibial base had no cement adherence to the under-surface. The extracted implants were set aside and photographed for the lawyers. Doi: (B)(6) 2014; dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 16 sep 20, 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements .